Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No unexpected numbers ramping during testing. The device had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 130 mg/dl. Nothing further reported.